Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, (B)(6) was enrolled into the (B)(6) study on (B)(6) 2019. The patient was implanted with a photofix patch as part of his left femoral endarterectomy procedure. The site submitted an adverse event electronic case report form (ecrf) reporting pain in the left groin. The patient went to his pmd where he was prescribed a 7 day course of ciprofloxacin 500mg. There were no additional details provided on symptoms, evidence of infection, or relation to the patient¿s surgery or photofix. The partially completed adverse event ecrf is attached. The site was asked to provide answers to the event¿s relation to the surgery and to photofix. The site is expected to also finish completion of the ecrf. The site response and completed ecrf is currently pending. Additional information indicates date of surgery was (B)(6) 2019. The pain experienced by patient began on (B)(6) 2019. The event was reported on (B)(6) 2019 and resolved on (B)(6) 2019. Per the office note of the operating surgeon from (B)(6) 2019, " status post left leg profunda endarterectomy; has some pain in the left groin; was concerned about redness and went to his pmd who started him on a 7 day course of abx; no fevers, no drainage; left femoral incision is clean. No erythema; ultrasound with patent vessel. Unable to completely assess profunda secondary to incisional discomfort; follow up one month"

Manufacturer narrative:
The source of the groin pain is unknown. Pain at the incision site is a common complication of any vascular surgery. From the available information, there was no evidence to suggest the pain was associated with an infection. The relationship between the event and photofix cannot be determined without additional information. The manufacturing records were reviewed and all incoming, in-process, and final inspections were completed, controlled and met specifications. There is no indication that an error or deficiency occurred at cryolife and the risk management file thoroughly identifies the process and product hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, the patient was enrolled into the photo-v study on (B)(6) 2019. The patient was implanted with a photofix patch as part of his left femoral endarterectomy procedure. The site submitted an adverse event electronic case report form (ecrf) reporting pain in the left groin. The patient went to his pmd where he was prescribed a 7 day course of ciprofloxacin 500mg. There were no additional details provided on symptoms, evidence of infection, or relation to the patient¿s surgery or photofix. Additional information indicates date of surgery was (B)(6) 2019. The pain experienced by patient began on (B)(6) 2019. The event was reported on 02/12/2019 and resolved on 02/13/2019. Per the office note of the operating surgeon from 02/11/2019, " status post left leg profunda endarterectomy; has some pain in the left groin; was concerned about redness and went to his pmd who started him on a 7 day course of abx; no fevers, no drainage; left femoral incision is clean. No erythema; ultrasound with patent vessel. Unable to completely assess profunda secondary to incisional discomfort; follow up one month"